Event description:
It was reported the colonovideoscope had noise in image. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e216 and no image is displayed . A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of noisy image was not established, as the event was not confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: component failure- connector cable damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.